Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
A bad piece of instruments arrived, which could not be used because it had a spring in poor condition - one of the springs were broken.